Event description:
Customer reported via phone call that she saw her diabetes educator the day of the call and she was changed to a different type of insulin and some setting on the insulin pump were modified. Customer stated she experienced high blood glucose of 516 mg/dl; she treated with the insulin pump. The customer also reported receiving lost sensor alerts. It was found that the sensors were expired. The customer was advised to remove the sensor and insert one that is within expiration.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.